Manufacturer narrative:
Concomitant product: 6943, lead, implanted: (B)(6) 2003.

Event description:
It was reported there was a fracture of the right atrial (ra) lead. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.